Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. The allegation in this complaint was confirmed to be a complaint. The patient's health conditions were critical, and the hospital took some rescue measures. With this investigation it has been assessed that the ventilator (dräger babylog vn500) experienced a disconnection (when using neonatal breathing circuit set hamilton bc8010 and the humidifier hamilton-h900 in some critical conditions) at the time of the event while the ventilator was used for treatment. Death of the patient (due to heath conditions) was reported. The most probable root cause is related to the patient's health conditions. The use of an hfo ventilator with the humidifier h900 may have some limitations in certain circumstances. CAPA is recommended to reconsider labeling of humidifier h900.

Event description:
Baby of around 1000gr ventilated with vn500 ventilator in conventional ventilation, nitrus oxide, with h900 humidifier and double circuit pn260185. 3 days later, the users switched from conventional to hfov mode: vn500, starts "disconection" alarm continuously and patient gets no proper ventilation and deteriorates clinical condition.

Event description:
Baby of around 1000gr ventilated with vn500 ventilator in conventional ventilation, nitrus oxide, with h900 humidifier and double circuit pn260185. 3 days latter, the users switched from conventional to hfov mode: vn500 starts "disconection" alarm continuously and patient gets no proper ventilation and deteriorates clinical condition.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Baby of around 1000gr ventilated with vn500 ventilator in conventional ventilation, nitrus oxide, with h900 humidifier and double circuit pn260185. 3 days latter, the users switched from conventional to hfov mode: vn500 starts "disconection" alarm continuously and patient gets no proper ventilation and deteriorates clinical condition. Baby died. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur. Conclusion of the investigation results: the hamilton-h900 humidifier should not be used in combination of dräger neonatal ventilators. Hamilton medical ag will redesign the pipe system and chambers of the h900 in order to achieve a higher compatibility with devices of other manufacturers. Analysis performed by hamilton medical ag has established no causality between the event and hamilton-h900. According to hospital the baby´s health did not deteriorate due to the event. The device triggered an alarm.